Manufacturer narrative:
Analysis of the pump found that there were no anomalies. Analysis of the catheter found that there was coring/tears/cuts in the seal of the catheter sutureless connector. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2018. The pump and catheter were returned for analysis. Logs indicate that the drugs being delivered were 60 mg/ml dilaudid at 13.501 mg/day and 35 mg/ml bupivacaine at 7.876 mg/day. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered bupivacaine and dilaudid (hydromorphone) with unknown concentrations and doses. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. Pump status and/or event log reports that a motor stall and recovery occurred. The patient has had a single motor stall on (B)(6) 2018 and recovered on (B)(6) 2018. The patient did not recently have an MRI. There was no emi (electromagnetic interference). The rep inquired about field action look up and it was reviewed the pump was not affected. The rep will follow up with the doctor for further discussion. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2018. It was reported that the cause of the motor stall has not been determined. Actions/interventions taken to resolve the motor stall included the pump being replaced ¿last thursday¿ (B)(6) 2018. The pump is ¿in route for evaluation.¿ at the replacement interrogation, the pump was functioning with no subsequent stalls reported in the logs. The information was confirmed with the physician. There were no further complications reported/anticipated.